Event description:
It was reported that the patient underwent an acdf at c4-c6 using anterior fixation plate and screws. The screw at left c6 backed out post op. The patient complained of dysphagia. The revision surgery was performed approximately two weeks post op to remove the whole construct.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9791323, 510k # k061274 was cleared in the united states. The explanted implant is not returned for evaluation. The lateral cervical film shows acdf at c3-c4-c5. Screw at c5 has backed out approximately 50% of the length. Plate/screw trajectory appears within acceptable range. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.